Event description:
It was reported to philips that the bed moved disorderly and no x-ray exposure occurred intermittently on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned the geo module and footswitch, restoring the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).